Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, brown particles in the shell and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior, wear abrasion and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior opening device assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b5,d6b,d9,h3,h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and "concern with the product." Device remains implanted.